Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device will not be returned for the product analysis.

Event description:
It was reported to medtronic minimed that the customer experienced a21:reported an unexpected restart. A cold reset was performed. The customer reported no adverse event. The event involved product(s) mmt-751lnas. Troubleshooting was performed. The customer reported the pump alerted off no power more than 24 hours after a low battery alert. New battery resolved issue. Customer reported receiving a pump alarm. Customer was able to clear the alarm. Customer reported pump was not recently stored without a battery for an extended period of time. Pump alarm occurred shortly after battery change. Customer inserted a new battery and alarm recurred. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-751lnas was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.